Event description:
The notification received for the study indicated that this female pt with a history of CABG and aortic valve replacement was admitted for carotid angiography, which revealed a severely calcified, 90%, 15mm lesion in the ostium of the left internal carotid artery. The lesion was predilated and an angioguard with a 6mm basket was deployed beyond the target site. Two 7.0 x 40mm precise stents were implanted in the target lesion/vessel. A residual stenosis of 50% persisted following stent deployment. Approximately nine months post index procedure the pt died from unk cause. There is no additional info forthcoming regarding this event.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report#: 9616099-2009-01438.

Event description:
The customer reported that the gas module provided incorrect (low) o2 measurement data while in use and that a pt went into cardiac arrest while in surgery.

Manufacturer narrative:
.